Event description:
The customer reported that the touchscreen is slow to respond. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The issue was discovered in the sales office. The service technician reported that the reported phenomenon was confirmed through operation checking. Touch screen calibration was tried; however, a touched position was far off, and calibration was impossible to perform. The touch screen was replaced and the phenomenon was resolved.

Manufacturer narrative:
G5:510(k)#: k102985. B4:21jul2021. The touchscreen assembly was returned to the failure investigation lab for analysis. A visual inspection revealed no evidence of damage or contamination. The touchscreen assembly was tested, and no failures were identified. The customer's reported issue could not be duplicated.